Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was unable to detect the cassette. It is unknown if there was patient involvement and unknown if there were any adverse patient effects.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. Functional testing was able to verify and duplicate the reported problem. It was determined that the main board was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.